Event description:
The sales rep of the distributor (B)(6), reported that an event occurred in the neurosurgery dept of (B)(6). The problem was that during the closing torque wrench the locking nut broke off by a crack in the side bar (not inside the tulip), even if this fact did not compromise the screw and the closure the surgeon decided to remove the screw and to replace it. The sales rep noted that the nut was closed over the 12 newton.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, visual inspection and DHR review. Results: there have been 13 previous complaints related to the blocker fracturing during surgery. The blocker was returned still attached to the tulip of the screw. There are two cracks on the top of the blocker and travel about half way down the height of the blocker. The inside of the blocker is also stripped. The lot history of the blocker was reviewed and no deviations were noted. In this event the surgeon was able to remove the whole screw, replace it with another, an completed the procedure successfully. Conclusion: based on the review of similar complaints as well as the results of the analysis performed on one blocker from a previous complaint, such a failure is deemed to be the result of the application of load in excess of the recommended 12 nm for final tightening. The sales representative's statement that the surgeon applied greater than the recommended 12 nm of torque helps confirm this conclusion.